Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic transection. The non- aneurysmal aortic proximal neck length was insufficient, less than 20mm proximal to the start of the transection. Three days post index procedure the CT revealed a proximal type I endoleak. The physician elected to perform a carotid to carotid artery bypass and a valiant 38x34x150 stent graft was implanted just distal to the innominate artery. The proximal type I endoleak was resolved. Per the physician, the cause of the type ia endoleak was due to the lack of a desired 2 cm proximal seal. No additional clinical sequelae were reported and the patient is fine.